Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump could not get through the prime process and that he went through half a reservoir of insulin to fix the problem. The blood glucose reading was 160 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. All operating currents are within specification. Off no power alarm functions properly. The insulin pump passed the displacement test, rewind, self-test and unexpected restart error test. The motor was tested outside of the unit and passed. The insulin pump had minor scratched display window, scratched case, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip and a missing the end cap sticker.